Manufacturer narrative:
B5: the device contained 3500mg fluorouracil in sodium chloride 0.9%. H4: the lot was manufactured between august 24, 2023 - august 25, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white crystallized drug located at the connection between the blue winged luer cap and the white luer. A few small droplets of fluid were also noted inside a yellow bag that contained the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The issue was further described as, ¿crystallization around the port¿. This occurred prior to patient use. There was no patient involvement. No additional information is available.